Event description:
The customer reported that their device lost power during a patient event. The customer connected the external usb cable in preparation to transmit the electronic patient event, which is when this reported loss of power occured. The patient was only being monitored and did not suffer any adverse outcome as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the external third party usb data cable and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed usb data cable was confirmed to have an internal electrical short which caused the device to lose power when the cable is wiggled near the connector.